Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus confirmed corrosion/foreign matter attached/blocked around the forceps elevator. A definitive root cause could not be determined. The information obtained did not allow for identification of the cause of the foreign matter. Due to poor leaks from the forceps channel and forceps table, it is possible proper reprocessing was not possible and foreign objects could not be removed. Leaks from the forceps channel and forceps table may have occurred. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, there was corrosion around the forceps elevator of the duodenovideoscope. There were no reports of patient involvement.